Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had his battery replaced a few months back. The rep noted that the customer had tossed all components of the old system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient let his battery go into overdischarge. The rep didn¿t know the reason. The rep reported that the patient was scheduled to meet with a rep on (B)(6) 2018. No further complications were reported. Additional information was received from the patient on (B)(6) 2018. The patient was going to have their ins replaced because it is overdischarged. This was first found about 2 months prior to (B)(6) 2018 and that is when their manufacture representative (rep) learned about this also. They are working with the rep to get a new stimulator also because they want high frequency stimulation because they do not like the feeling of it so they are going to put in a new one where they don¿t actually feel the stimulation. The patient "stopped not liking" the feeling of the stimulation about 6 to 7 months prior to (B)(6) 2018. The stimulation was uncomfortable. The patient was calling to have the rep contacted to give them their phone number. The rep responded on (B)(6) 2018 indicating that they would call the patient on that number. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the replacement was scheduled for (B)(6) 2019. No further complications were reported.